Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The silver locking mechanism on the mics handpiece came completely apart into multiple pieces during the case as we were doing our chamfer cuts. The handpiece was louder than usual before it fell apart. Tka case delayed for 15 minutes. Updated information: no pieces fell onto the surgical wound/site, and the multiple pieces were found.

Event description:
The silver locking mechanism on the mics handpiece came completely apart into multiple pieces during the case as we were doing our chamfer cuts. The handpiece was louder than usual before it fell apart. Tka case delayed for 15 minutes. Updated information: no pieces fell onto the surgical wound/site, and the multiple pieces were found.

Manufacturer narrative:
Reported event: it was reported that the locking mechanism of the mics broke during a tka case. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Nc 1694916 has been initiated in regards to missing product. Product history review device history records indicate (B)(4) were manufactured under lot k09v3 and 24 including 4202307 were accepted into final stock on 07/06/2017. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k09v3, p/n 209063 shows no other complaint related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904 h3 other text : device not returned.